Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient does not feel stimulation until the amplitude is turned up high, then the stimulation feels too strong. Diagnostic testing revealed high impedance readings on multiple lead contacts. X-rays were taken and did not reveal any anomalies. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.